Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -18.00/1.5/017 (sphere/cylinder/axis) implantable collamer lens tore during loading in the cartridge. There was patient contact but no patient injury. The surgery was aborted and a replacement lens was implanted on (B)(6) 2018. It was reported that the problem was resolved, loading and surgery went well and the patient is doing well.

Manufacturer narrative:
Device evaluation: the lens was returned dry with residue in a micro-centrifuge vial. Visual inspection found one haptic torn a nd the lens was curved in. Claim#: (B)(4).